Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 70 mm diameter fusiform abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 25 mm, proximal diameter of non-aneurysm aortic neck was 26 mm, distal diameter of non-aneurysmal aortic neck was 28 mm, diameter of right iliac was 31 mm, diameter of left iliac was 30 mm, diameter of right femoral artery was 11 mm, and diameter of left femoral artery was 10 mm. The right and left iliac arteries were moderately tortuous. Degree of circumferential thrombus and / or calcification was 10%. It was reported that during the 3 year follow up a CT without contrast noted right common iliac aneurysm expansion. No endoleak or evidence of stent graft migration was noted. The patient received a secondary procedure to resolve the aneurysm expansion and a right iliac extension was placed. No additional clinical sequelae were reported and the patient is doing fine.